Manufacturer narrative:
H10.additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA 2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H3.device by manufacturer: on 25-jun-2015, a technical support specialist (tss) addressed the reported event where the customer informed that they had prl, fsh and pth failure. Proficiency test samples were repeated after cleaning the reagent lines and sample probe which resolved the issue. No further action required. The probable cause of the event was contaminated reagent lines.

Event description:
On (B)(6) 2015, a customer reported failed proficiency test for prl and fsh cap survey with their aia-2000st analyzer. Customer reports that they failed prolactin, all 3 and 1 fsh from their cap survey. Results were faxed over for review. Customer reran the proficiency test specimens. Results improved but still slightly out of range. Customer recalibrated analyzer then repeat samples. Fsh 40870 qc 7.4, 35.2 on (B)(6) and (B)(6) 8.4, 37.7. Fsh pt y01 original result 17.2 - cal'd after decon. 16.2 [12.4-16.6]. Prolactin 40870 qc 3.95, 6.78 on (B)(6) and on (B)(6) 4.0, 7.0. Prolactin y01 original result 15.0, rpt after decon's and cal'd 13.8 [10.3-14.0]: (B)(6). The customer is unable to run prl, fsh and pth patient samples. A technical support specialist (tss) addressed the reported event, which resulted in delayed reporting prl, fsh and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.